Event description:
Additional information received reported the patient had been scheduled for neurostimulator replacement due to normal battery depletion. Due to the site and placement of the neurostimulator (subscapular placement of the neurostimulator, cervical placement of the leads) the physician did not think a restore prime with adaptor would fit in the patient's existing pocket. The physician and patient agreed to remove all components of the system and reimplant with a restore prime neurostimulator and new leads. Removal and replacement were done without incident. The patient received good stimulation coverage post-op and recovered without sequela.

Event description:
It was also reported that stimulation was turning off. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the neurostimulator model 7427v serial# (B)(4) found no significant anomaly. The device failed the automated test console as the battery was not in new condition. A telemetry tested okay and good stable output was observed on all electrode pairs.

Manufacturer narrative:
Lead model 3487a lot# j0309645v explanted: (B)(6) 2012; extension model 7495-25 lot# naf019204n explanted: (B)(6) 2012, extension model 7495lz lot# nhk021378v explanted: (B)(6) 2012; lead model 3487a lot# j0309645v explanted: (B)(6) 2012. Analysis of the lead model 3487a lot# j0309645v found no significant anomaly. The lead body insulation and conductors had been cut through. The conductors had also been stretched. The lead was segmented. There were no shorts between circuits and continuity was acceptable when the cut proximal segment of the lead was tested with the cut extension. Analysis of the extension model 7495-25 (B)(4) found no significant anomaly. The body insulation and conductors were cut through. The extension was segmented. The distal segment was tested with the cut lead; continuity was acceptable with no shorts between circuits. Analysis of the extension model 7495lz25 (B)(4) found no significant anomaly. The body insulation and conductors were cut through. The extension was segmented. Continuity was acceptable with no shorts between circuits. Analysis of the lead model 3487a lot# j0309645v found the #6 conductor wire was broken in the body of the lead 9cm from the distal end. An open circuit was identified at #6. Continuity was acceptable on #4, #5, and #7. There were no shorts between circuits. The body insulation had been cut through and the lead was segmented. The proximal segment was not returned.

Event description:
It was reported that while stimulation was turned on, there was no stimulation to the right arm. The pt felt stimulation in her left arm. There was no known accident or incident related to this event. For results during the impedance check question marks (???) Were received. At 3.0v and pw of 450 the impedances were as follows: 0-1=682, 0-2=862, 0-3=862, 0-4=862, 0-5=762, 0-6=2354, 1-2=762, 1-3=858, 1-4=862, 1-5=???, 1-6=2354, 1-7=862, 2-3=762, 2-4=???, 2-5=862, 2-6=2354, 2-7=858, 3-4=862, 3-5=862, 3-6=2354, 3-7=986, 4-5=682, 4-6=2330, 4-7=990, 5-6=1758, 5-7=862, 6-7=2330. All combinations with electrode 6 had higher impedances. Pt was programmed to 1- and 2+ for left arm and 5- and 6+ for right arm. When programming was changed to 4 and 5 pt reported feeling stimulation in right arm again. Pt was receiving stimulation in her right arm.

Manufacturer narrative:
(B)(4).